Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates, orange juice, chew tablets, and candy. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.